Event description:
It was reported that an unexpected reset occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl. Cause was not known. No additional information provided regarding how bg was addressed. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.